Event description:
It was reported that balloon rupture occured. A 4.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during procedure, it was noted that the device failed to cross the lesion and the tip of the balloon was damaged. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage/tear. There was a tear at the distal end of the balloon due to the extent of the tip damage. The inner shaft of the balloon was buckled from the distal end to the proximal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occured. A 4.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during procedure, it was noted that the device failed to cross the lesion and the tip of the balloon was damaged. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.